Event description:
Pt reported obtaining back-to-back blood glucose results, of 378 mg/dl and 184 mg/dl on the advantage test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.